Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from an unspecified location and resulted in a fluid leak. This event occurred during an unspecified process step of pd therapy. To resolve this issue, the transfer set was replaced, and the patient received antibiotics as prophylaxis treatment. There was no patient injury associated with this event. No additional information is available.